Event description:
The customer contacted baxter (B)(4) technical services to report a clearlink system continu-flo solution set that was "leaking at the junction where the male luer lock [was] connected to the (B)(4) tubing." The process step was identified to be during use. There was patient involvement, however, no patient injury was reported and medical intervention was unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.a batch review cannot be performed since there was no lot number provided.